Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging that the sensor wire got loose when the sensor and transmitter were removed. Reportedly, the cmg session did not start. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue of a loose sensor wire has the potential to cause harm to the patient and may require medical intervention from a health care provider to remove the detached sensor wire from the insertion site if it remains in the skin.